Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous left superficial femoral artery. During predilatation, the f/g, sterling, mr, 5.5 x 20/135 (4f) balloon had difficulties inflating due to the severe calcification. The balloon was inflated to fourteen atmospheres on the first and second inflation and on the third inflation, the balloon ruptured at fourteen atmospheres. It was exchanged with a peripheral cutting balloon 4.0mm and the predilatation was performed and a non bsc stent was implanted. A sterling 7.0mm was used for post dilatation and the procedure was completed. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. He most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).